Event description:
A few months after an atrial fibrillation (afib) ablation procedure with a qdot micro catheter, the patient experienced shortness of breath and pulmonary vein stenosis treated with stent placement in the left superior pulmonary vein (lspv). The report indicated that the patient had pulmonary vein stenosis after the afib ablation procedure with qdot micro catheter. The physician found out but they did not know exactly when the procedure occurred, but knew the procedure was done sometime in (B)(6) 2025. It was reported by their physician that the patient went to the hospital with symptoms and shortness of breath "a few months" post procedure. They were unsure how the injury was confirmed. They were unsure of what medical intervention was provided, but the patient did receive a stent. The patient¿s last known status is stable. The information received indicated that the physician¿s opinion on the cause of this adverse event was the procedure. The patient requires extended hospitalization, but outcome was months after procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).